Event description:
A materials mgr reported a surgeon found "5 pieces of lint" or other foreign material in the eyes of his patients. No info was provided regarding pt impact. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).